Event description:
A revision surgery occurred. During the primary surgery on (B)(6) 2019, the surgeon intended to perform a reverse shoulder; however, the glenoid component ripped out. The surgeon changed the reverse operation intra-operatively to a hemi-shoulder operation. According to the field representative, the surgeon noted that the patient was elderly and had poor bone quality and stock. The patient kept dislocating and so the surgeon performed a revision surgery approximately 10 weeks later ((B)(6) 2019). The surgeon explanted the three components then in place- humelock reversed stem 32/10 (ref 317-3210), the eccentric taper adapter 24/10 (ref 105-0000), and the offset cocr head 50x20 (ref 106-5000). The surgeon did not replace the components; the patient currently has no implants in their shoulder.